Event description:
It was reported that the patient was interrogated and high impedance >10,000 ohms was seen. Device history record for the lead was reviewed and showed the lead passed all specifications prior to distribution. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received confirming the lead pin needed to be reinserted to resolve the high impedance issue. Once the lead pin was inserted, the high impedance resolved.